Event description:
A malfunction was reported on the pump, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller in completing the process, and after resetting, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.